Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 114mg/dl, 209mg/dl. Tests were done <10 minutes apart with a difference of 52%. Patient did not experience any adverse events. No further information has been reported.